Event description:
Multiple reports of issues related to use of this product. Reported issues include: cerebrospinal fluid (csf) found dripping from port external ventricular drain (evd) transducer fell off, evd hub noted to have cracked, luer lock completely broke off of evd system, luer lock snapped off with minimal pressure applied, evd drainage bag popped off, luer lock that secures bag missing from system, luer lock between bag and main device crumbled into pieces with minimal force, evd became loose at transducer site, end of evd tubing that connects to drain came apart. Manufacturer response for extra ventricular drainage system, codman (per site reporter). Hospital materials management dept. Has sent two of these devices back to the manufacturer for evaluation. Hospital awaiting responses from manufacturer investigation.